Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the caller does not believe the patient's issues are therapy related but the patient's wife does. The patient is in a medical facility due to altered mental status that started 3-4 days ago. The patient has been "difficult to arouse' though further clarification was not provided. The patient has not charged the implantable neurostimulator (ins) since november because their implantable neurostimulator recharger (insr) was lost. The caller believe the implantable neurostimulator (ins) is currently off. They spoke with a manufacturer representative (rep) and was told to call to get product overnighted, which was reviewed. They were advised to reach the managing physician's office to see if they have a loaner insr and to discuss patient's status or reaching a rep again if they need a recharger as soon as possible.